Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 275cc saline breast implant, catalog # 3501640, sn (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 275cc and experienced bilateral deflation on breast implants. The deflation was diagnosed by visual exam. As a result, patient underwent bilateral removal of implants on 7/15/2018. This is for the right side implant, see manufacturer report number 1645337-2018-04680 for contralateral prosthesis.

Manufacturer narrative:
On 10/22/2018, mentor became aware that this information was mistakenly omitted from the follow up report dated 10/22/2018: mentor received additional information that the patient underwent bilateral removal and replacement with mentor memorygel breast implant 325cc gel implants, catalog # 3503251bc, s/ns (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/9/2018, mentor became aware that the patient was scheduled for removal on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
New information: mentor received additional information indicating that the patient also experienced bilateral migration and ptosis. The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a 32 year old caucasian female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 275cc and experienced bilateral deflation, migration and ptosis on breast implants. The deflation was diagnosed by visual exam. As a result, patient underwent bilateral removal and replacement with mentor memorygel breast implant 325cc gel implants, catalog # 3503251bc, s/ns (B)(4) (l) and (B)(4) (r) on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-04680 for contralateral prosthesis. The device was returned to mentor without fluid inside. During initial evaluation the device appeared intact. Leak testing of the device, in accordance with mentor procedures, revealed a rent on the anterior aspect, measuring approximately 0.2 cm. Microscopic examination revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were observed. Deflation complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found in the device. Microscopic examination revealed parallel striations. This type of striations is more conclusive to sharp instrument damage rather than shell failure due to wear. Implant displacement/migration is a known complication associated with these devices and is referenced in our current product insert data sheet. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).